Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 3.1, doctor's poc: 2.5. Testing was done at the same time. The customer's last dose of coumadin was taken last night (B)(6).